Manufacturer narrative:
The returned retractor body was examined. The arms were found jammed and would not move. The device was disassembled and the posterior arm was found to have been forced forward beyond its stop, which caused the device to lock up. The arm was bent because of the tension applied to it. The cause is attributed to a high exertion of force applied to the device. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a retractor body was found seized and would not open during surgery. The procedure was completed with an alternative retractor. There were no reported patient impacts.